Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 model number updated, d4 catalog number removed, d4 primary UDI number updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: te device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a diode on the main board. The main board was replaced to resolve the report, the device was recertified and returned to inventory. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, critical error codes were observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.